Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a motor power supply voltage error detected. The delivery was stopped and they were prompted for a rewind so they did, but it kept happening. The customer was in training for the new insulin pump and was driving home when they received the error. The customer's blood glucose level during the incident was 98 mg/dl. The customer stated that the insulin pump was not exposed to a high magnetic field. It was noted in troubleshooting that they were unable to check the alarm history. The customer stated that they were unable to rewind the insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed pump error 41 followed by pump error 37 during rewind, problem was isolated to pcba 1. Analysis was unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error 41. The insulin pump was received with operating currents and passed self-test. The motor was tested outside the device and passed. The insulin pump was received with minor scratched display window and case.